Manufacturer narrative:
This report is submitted on june 27, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 03, 2024.